Event description:
Info received indicates the casters are not holding in brake. The casters ratchet from side to side.

Manufacturer narrative:
The technician replaced the worn brake and brake steer casters to repair the stretcher.